Event description:
The user facility¿s biomedical engineer was performing preventative maintenance on the customer¿s olympus high flow insufflation unit. During the maintenance, he discovered that the front panel, flow rate led lights were out. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. During testing, it was discovered that the front panel display was missing the center segment of leds. Evaluators were able to trace the cause of this failure to a faulty front panel assembly. There were no other internal or external abnormalities noted during the evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, due to a failure in the front panel assembly, the light emitting diodes (leds) for pressure and flow values were not lighting properly. The root cause was attributed to component failure. Olympus will continue to monitor field performance for this device.